Event description:
It was reported an over infusion of lasix. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - lasix was not determined because no products or device logs were returned.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem, concomitant med prod data. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device manufacture date, imdrf annex b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an over infusion of lasix. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 09 december 2024 at 0030. Lasix was a "routine infusion", ordered rate was 2.5mg/hr. (1.3ml/hr.), volume to be infused (vtbi) 100ml. The bag contains 200mg of lasix in 10ml normal saline (final volume 100ml). Per report, the 100ml was infused over approximately 7 hours when approximately 9.1ml should have infused over that time. Bd alaris pump infusion set 2420-0007 was used. The infusion was reportedly programmed manually using guardrails drug library. No other infusions running at the time of the event.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of lasix. There was patient involvement but no harm.

Event description:
It was reported an over infusion of lasix. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 0030. Lasix was a "routine infusion", ordered rate was 2.5mg/hr. (1.3ml/hr.), volume to be infused (vtbi) 100ml. The bag contains 200mg of lasix in 10ml normal saline (final volume 100ml). Per report, the 100ml was infused over approximately 7 hours when approximately 9.1ml should have infused over that time. Bd alaris pump infusion set 2420-0007 was used. The infusion was reportedly programmed manually using guardrails drug library. No other infusions running at the time of the event.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over-infusing lasix was not confirmed through a review of the device logs and was not replicated during laboratory. · laboratory test results performed on the reported suspect device with the incident administration set confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. · it was observed no infusion with the reported parameters by the facility on the reported date; however, it was observed on (B)(6) 2024, these events were considered for the log review. O on (B)(6) 2024 the suspect pump module (sn:(B)(6)) was attached to the concomitant pcu while it was powered on. At 2:55 am the user programmed an infusion using ¿guardrails drugs¿ with a rate = 1.3 ml and a volume to be infused (vtbi) = 50 ml. One second later the pump module showed ¿check IV set¿ and the user paused the infusion the infusion then was restarted. At 10:05 am the user paused the infusion, then the infusion was delayed for thirty (30) minutes. After that time, the pump module made a callback before infusion, the infusion then was started. At 7:38 pm the pump module was selected, user changed the vtbi to 100 ml. The parameters for the infusion were: drug amount = 200 mg, diluent volume = 100 ml. The infusion was started. On (B)(6) 2024 at 5:42 am the user paused the infusion, after 10 minutes user restarted the infusion. O at 10:11 am the pump module was channeled off. · the pcu event log could not determine why the infusion that was programmed to infuse for approximately three (3) days, five (5) hours was terminated early after only infusion for approximately nine (9) hours twenty-six (26) minutes. · it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. · alaris system user manual (v12.1.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. · the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the report of the device over-infusing lasix was not identified during the investigation. Review of the logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. The pump module and administration set tested were found to be infusing within specification. Note that this report lists imdrf annex a1801, a040502, a0401, g04037, g02017, g04088, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.